Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the onset feature was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not detect the patient's ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.